Event description:
Additional information received indicated all devices were prepared per the instructions for use (IFU). The injection was performed continuously, pausing for less than two minutes between for plug formation, and the rate was followed per the IFU. The patient was asymptomatic and on aspirin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that broke during an onyx procedure. The patient was undergoing a procedure for liquid embolization to treat arteriovenous malformation (avm) feeders. Access vessel diameter was 6mm. Vessel tortuosity was moderate. It was reported that the devices were not prepared as indicated in the instructions for use (IFU) but the catheter was flushed per IFU. About 32 minutes into the procedure to embolize the targeted avm feeder, the physician attempted to retrieve the apollo catheter. Upon removing the catheter from the patient, it was noted that the distal portion of the catheter had broken off and was dangling in the external carotid artery (eca), slightly into the common carotid artery (cca). Attempts were made to snare the remaining segment of the catheter, but it could not be retrieved and remained in the patient. It was noted that during the procedure, there was about 2-3mm of onyx reflux past the proximal marker of the apollo catheter. The apollo catheter tip was entrapped in the onyx cast. There had not been any friction or other difficulty during the onyx injection. There was no abnormal force applied during delivery or removal. The apollo catheter was no stuck inside the guide catheter. There wasn't any vasospasm. The distal segment of the catheter remains in the patient. Aspirin was administered.